Event description:
It was reported that stimulation was in the wrong location and the left lead wasn¿t working. It was noted for about the last one to two months prior to the report the patient had been having problems with stimulation. He was able to get stimulation on the right side of his body, but not the left. The patient stated he could get stimulation on the left side if he increased stimulation really high, but then it was painful, otherwise all stimulation was on the right side of the body. The month prior to the report the patient was going to have the implantable neurostimulator (ins) replaced because the left side was not working. The doctor cancelled the surgery because he told the patient that he was not sure if he could save the ins. The patient stated the doctor had told him that the left paddle may be distorted. The doctor showed him an x-ray and showed him where the electrodes on the paddle were distorted and the orientation of the electrodes didn¿t match up with one another. The patient stated the doctor told him that he was afraid that he may not be able to get in another lead. The doctors were waiting to get everything together. It was noted the patient met with the manufacturer¿s representative (rep) two times to have reprogramming and they were aware he was not getting stimulation in the left side of his body. The patient requested to speak with the manufacturer¿s representative (rep) and a field request was made. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 7435, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. Product ID: 3998cws, lot# n26855, implanted: (B)(6) 2004, product type: lead. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. (B)(4).

Event description:
The patient was going to have the whole system replaced on (B)(6) 2014.

Event description:
A week later, it was reported that the original paddle was implanted years ago and the patient wanted a new system. The patient was due for a battery replacement as well. The patient was seen on (B)(6) 2014 and was doing great. It was thought that nothing was planned on being returned to the device manufacturer.